Event description:
It was reported the pt experience no stimulation sensation along with a loss of therapeutic effect. The symptoms occurred 2 months ago. There was no known accident or incident related to this complaint. The pt was at the clinic at time of call. Movement and palpating did not cause stimulation changes. The battery measurement showed "ok" at 2.89v. Impedance measurements showed out of range at >4000 ohms. The pt felt a quick "zing" in the elbow when an impedance test was run at the default 1.5v settings. Specific impedance measurements reported were: all electrodes using ref electrodes 0 and 1 were >4000 ohms. Electrodes 2, 3 and 2, 7 and 3, 5 and 3, 6 were 690 ohms. All other electrode combinations were >4000 ohms. An x-ray was taken but, there was a concern about the image's clarity. The hcp scheduled add'l x-rays of the complete system. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).